Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device had a leak. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. The device had a leak due to a puncture on cable. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had bad image. The issue was found during reprocessing. There were no reports of patient involvement.